Manufacturer narrative:
Per the record this vac-pac was purchased 5+ years ago and it is over the recommended use life of two years per the vac-pac instruction manual. The possible cause of the damage is wear and tear. Customers are also instructed to inspect the vac pac prior to each use. In order to prevent future use, the customer was instructed to destroy the vac pac at the facility. The customer has since been provided a replacement. Device destroyed.

Event description:
The customer reported that the vac pac lost suction twice during a surgery on (B)(6) 2017. The customer confirmed that the vac pac was not connected to continuous suction in the first time, but could not confirm if the vac pac was connected to continuous suction or not the second time. The customer used pads to maintain the patient's position during surgery. There has been no report of patient injury/death, delay in treatment or safety/environmental concerns. There was also no medical intervention required.